Event description:
It was reported via repair work order that the footend left siderail was damaged and unable to be locked in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.